Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, mobility. Patient brought in implant/crown one day after treatment. Achieved torque! Screw retained crown - torqued at seat = implant failed /spun / mobile.